Manufacturer narrative:
The reported programmed treatment parameters are consistent with the physician recommended fluences for treatment with the lightsheer xc diode laser system. During check in at the svc depot, regulatory noted a circular spot on the outside of the sapphire tip and multiple small spots inside, dirty touchscreen, and dirty energy meter glass. Initial final test failed at 10j 100ms mode with energy slightly higher. System also failed at 60j auto mode with energy lower than 77.8. Per the svc depot, the spots (dirty sapphire tip), dirty touchscreen and energy meter glass all could have an effect on the energy output. It is not possible to determine the relative contribution of each individual factor to the root cause of the safety incident. Svc depot replaced one diode package, ic temp sensor, handpiece halves, cleaned the tip, cleaned touchscreen.

Event description:
Customer initially reported that two pts had superficial burns after lightsheer hair removal treatment and that the pts had been given polysporin ointment (otc) for the burns. The customer later stated that only one pt had been burned (burn degree unk) and had been given hidex cream (otc). The pt was skin type v and developed hyperpigmentation in the treated area(s) that had not resolved as of 2007. Not MDR reportable based on the info available as of 1/3/07. Discussed at 2/22/07 safety complaint meeting, have now obtained svc report which specifies dirty sapphire tip; now MDR reportable based on this info.